Event description:
A few days after implantation, loss of output and/or capture was observed during several seconds; because this was observed on two occasions, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.